Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. Overall, the data points towards the possible conclusion that the donor has a chronic hbv infection where the virus is present in the liver and blood, but replication is at a low level. Chronic carriers can have fluctuating levels of hbv dna, sometimes resulting in low viral loads. However, test results from serological testing indicate there is no definitive immunological evidence of a remote infection (negative anti-hbc). Additionally, testing of the nat-positive samples could potentially support a conclusion of true infection. This discrepancy between nat (reactive) and serology (negative) can arise due to several factors, including: low viral load below nat detection threshold: the hbv viral load in the sample may be too low for nat to detect. Resolving (occult) hbv infection: resolving hbv infection can result in the presence of a low or undetectable viral load with negative serology results. Sensitivity differences: differences in test sensitivity and methodology between nat (targeting viral dna) and serology (detecting antigens or antibodies) could contribute to the observed results.

Event description:
There was an allegation of discrepant hbv results with the cobas®mpx kit (480t) from the cobas 6800 analyzer for a single patient. Sample ID (B)(6), (B)(6) 2024): plasma sample generated a reactive result for hbv (CT 38.44) and non-reactive result for hcv and hiv. Sample ID (B)(6), (B)(6) 2024): plasma sample generated a non-reactive result for hbv, hcv, and hiv. Sample ID (B)(6), (B)(6) 2025): plasma sample generated a non-reactive result for hbv, hcv, and hiv. Sample ID (B)(6) (B)(6) 2025): plasma sample generated a reactive result for hbv (CT 38.81) and non-reactive result for hcv and hiv. Sample ID (B)(6), (B)(6) 2025): plasma sample generated a non-reactive result for hbv, hcv, and hiv. Sample ID (B)(6), (B)(6) 2026): plasma sample generated a non-reactive result for hbv, hcv, and hiv. The serology results indicate that all analyzed samples were negative.